Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was producing high readings. Customer contacted relion on (B)(6) 2014 stating her brother was is in ICU because our meter gave him a180 when his sugar was actually was 50-60. Contacted customer (B)(6) 2014 to fill out incident report. Caller stated her brother took a reading on his relion confirm meter after he ate a sandwich and soup for lunch. He received a reading of 180mg. He did not treat himself with any medication. Caller stated shortly after that her brother passed out on the floor and had a seizure. She then contacted the paramedics for assistance. They arrived and checked his blood and received a reading of 50mg. She did not provide details if the paramedics treated her brother. She does not want to give details about the incident because she is still upset about what happened. She was very upset that the pharmacist treated her badly after she went up there to get a new meter because the confirm was reading too high. She ended the call with me so unable to verify storage or blood testing technique nor provide more details to complete the incident report. She is threatening to sue because she feels her brother could have died. Caller requested refund.